Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with strut lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a white, medical plaster-like item attached to the hypotube shaft. Upon removal of the plaster-like item, a shaft break was identified at the site of the plaster-like material, 36.4 cm distal to the distal strain relief. Multiple hypotube kinks were identified at several locations along the length of the hypotube shaft, as well as immediately proximal to the break site. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous left anterior descending artery. A 16 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the shaft broke inside the guide catheter while loading the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.